Event description:
It was reported that it was only possible to connect the bipolar cap under big pressure, soft rotation is not possible. The surgeon used another implant which worked well. There were no adverse consequence for the pt.